Event description:
Related manufacturer reference number# 3006705815-2019-01944.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number# 3006705815-2019-01944. It was reported the patient experienced pain and loss of motor function located in their lower extremities. Later, both leads were explanted wherein the issue was resolved post operatively.